Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a right knee pain when standing from sitting and also experienced inadequate pain relief from spinal cord stimulator (scs) device. X-ray was taken and the results were normal. It was believed that the knee pain was most likely from lumbar spine. The physician administered steroid injection and prescribed lidocaine.